Event description:
It was reported that the ilet bionic pancreas experienced persistent signal loss and repeated pairing failures with a dexcom g7 sensor, resulting in no glucose readings on the pump while the dexcom app continued to display values; the user was guided to toggle cgm settings, reenter pairing codes, restart the system, and ultimately pair a new g7 sensor, after which the sensor entered warmup. Symptoms included loss of cgm data to the pump. Outcomes included interruption of automated dosing and alarms related to g7 sensor failure and pairing failure. Investigation included technical troubleshooting, user education, device setting review, and guided re-pairing steps. Investigation of this case revealed that communication between the g7 and the ilet failed due to pairing issues that were mitigated by reconfiguration and initiating a new sensor session. It was concluded that the event was attributable to g7-to-pump connectivity and pairing failure, resolved by guided re-pairing with a replacement sensor and allowing warmup.